Event description:
Procedure: lobectomy. According to the reporter: patient was under surgery in 2009. A foreign body was detected inside patient's cavity during a post-op cxr. Re-operation was performed two months later to remove the foreign body.

Manufacturer narrative:
Initial report sent to FDA on 11/06/2009.